Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the found no lights on comm sled. A field service engineer replaced the comm sled and pyxibus cable to resolve this issue. Preventative maintenance has performed. Field service engineer stated that there was delay due to nursing needing to use another station. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 6 was not detected on bus. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.